Manufacturer narrative:
Upon evaluation, the coil assembly, cable, motor end, and bearings were found to be worn/damaged.

Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, a cut was discovered in the cable that was exposing the copper wires. There was no patient involvement, and there were no user injuries or adverse consequences.